Event description:
The co was notified that the pt's device was explanted due to an infection. Analysis results were positive for staphylococcus. Pt was unsuccessfully treated with antibiotics (type unknown). The pt will be reimplanted at a future date.